Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed intermittent increases in power consumption and estimated flows throughout the analyzed period and five (5) high watt alarms logged since (B)(6) 2024. As a result, the reported high power event was confirmed. Of note, information provided by the site indicated that the patient received anticoagulants and thrombolytics treatment. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and respiratory dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dyspnea and the ventricular assist device (vad) exhibited a high watts alarm indicating a suspected thrombus. The thrombus was located intravenously, and a low international normalized ratio was identified as a risk factor. The patient was on aspirin and compliant with therapeutic anticoagulation therapy. Diagnostic tests included a log file review and various lab tests, which showed elevated lactate dehydrogenase levels and an international normalized ratio of 1.8 on (B)(6). The patient received treatment with anticoagulants and thrombolytics. The patient was admitted to the hospital for treatment, and the outcome was reported as alive with no injury.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore bla nk. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.